Event description:
Amgen's kanjinti vials were reconstituted following manufacturer directions except for the use of ICU-medical's cstd chemolock closed vial spike to facilitate the reconstitution. After allowing the drug to sit to fully reconstitute, precipitates were found floating on the bottom of the vial. They were clear, colorless, see-through round beads. This event occurred with 5 vials with two different lot numbers of the drug. We called the drug's manufacturer and we were told this was an unexpected event. When reconstitution was performed with a needle and syringe, no precipitates were found.